Event description:
Plaintiff alleges that she has suffered from hand sores, hives, wheezing, hand dermatitis, runny eyes, runny nose, edema of the eyes, pruritus, tightness of the chest and breathing difficulties. A second plaintiff alleges loss of consortium.